Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that the patient called due to her sqr site leaking. The site was replaced, but it took numerous tries due to cleo not sticking. No other information provided. No patient injury was reported. Additional information received and attached by ICU medical on (B)(6) 2022 via email: patient details updated. Contact details updated. Event outcome: resolved. Additional information received and attached by ICU medical on (B)(6) 2022 via email: device not available.